Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized recently because she ran out of supplies. Customer stated that she was admitted on (B)(6) 2016 as an inpatient as a result of unexplained high blood glucose. Customer was at the hospital and was released the same day. Customer stated that her blood glucose was over 600 mg/dl at the time of the 911 call. Customer stated that she was extremely thirsty and did vomit once. Customer stated that there were no other significant events other than the dog jumping on her and pulling the set out of her body. Customer stated that it led to the request for emergency supplies. Customer stated that she was given novolog through an IV. Customer was wearing the insulin pump at the time of the 911 call. Customer was advised to call back if any other issues occur.